Event description:
A complaint was received from a customer that indicated that customer became very ill with a low blood sugar. Customer states that on event date customer did a blood sugar and received a result of 35 mg/dl. Customer re-tested and received a result of 135 mg/dl. Not feeling well customer called the paramedics. Before the paramedics arrived customer passed out. The paramedics performed a blood sugar (method unknown) and received a result of 20 mg/dl. The customer also stated two days before the event customer had a very similar experience with an initial reading of 50 mg/dl and then a few moments later a 150 mg/dl. While on the phone a review of the operation of the system was conducted. Electronic checks were satisfactory as well as control testing. However, one of the reagent contacts was bent upwards. A request was made to return the system for evaluation.